Event description:
The patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2021. Following the exchange the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05aug2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The IFU also explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Analysis of the log file submitted by the account confirmed a pump stop event while supported by the mobile power unit and low speed events while supported by the power module. Based on heartmate ii complaint history and similar reported events, the data captured in the submitted log file is consistent with a potential driveline issue; however, a specific cause could not conclusively be determined through this evaluation as no product was returned for evaluation. The submitted log files were reviewed and contained data from (B)(6) 2021 to (B)(6) 2021. A pump stop event was captured on (B)(6) 2021 while the device was supported by the mobile power unit. This stop resulted in corresponding motor stopped, low speed hazard, and low flow hazard alarms. Two transient low flow hazard alarms were captured on (B)(6) 2021. Additionally, low speed events were captured at the end of the log file while supported by the power module. The pump appeared to otherwise function as intended. The patient was placed on an ungrounded patient cable and the alarms reportedly resolved. The patient ultimately underwent a pump exchange on (B)(6) 2021. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the office with low flow alarms while connected to only the mobile power unit. The patient came into the clinic and log files were done. Review of the log files showed low flows as well as a couple of pump stops on (B)(6) 2021. The patient also experienced a low speed while in the clinic on (B)(6) 2021 at 9:29 while attached to the power module. The center decided against a driveline repair as the patient was stable and on dobutamine at the time. A short to shield was identified and the patient was put on an ungrounded cable which resolved the alarms. The patient would undergo a pump exchange sometime during the week of (B)(6) 2021, and would stay at the center until this was able to be performed.